Event description:
The facility stated that the surgeon implanted a cc4204bf plate collamer lens. The pt was removed from the operating room and it was discovered that the wrong diopter (+19.5) lens was implanted. The pt was brought back into the operating room and the eye was re-dilated and the lens was removed. The surgery was completed using a different lens (diopter 17.5). No pt injury. The injector model msi-pf, cartridge model and lot numbers were not specified by the facility. The facility stated that staar's lens was labeled correctly, it was that the wrong lens was implanted.